Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 101 mg/dl and the sensor glucose was below 40 mg/dl at the time of the incident. The customer also reported getting bent sensor cannula. During the night the sensor was reading and customer turned it off in the morning. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer's blood glucose was 101 mg/dl at the time of call. The sensor was returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor failed per specifications. Also, we found a bent cannula. We were unable to confirm if sensor was received in said condition due to customer returning it opened and used.